Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient is seeing an unfamiliar screen on the patient programmer (pp) and needs assistance determining what is going on. It was stated that the pp goes to normal therapy screen, but instead of saying "on/ok" it says "off/ok." Assistance was given and the implantable neurostimulator (ins) was then turned back on. Once the ins was turned on the patient noted it was uncomfortable, but is fine "now" and everything has adjusted back to normal. The patient had somehow turned their ins off and the caller noticed they were having a "rough" day which is why they inquired assistance. It is believed that the ins has been off since the day prior to date notified. However, the ins is back on which is what they wanted. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.